Event description:
It was reported by customer's mother that she had been hospitalized for vomiting, back pain and difficulty breathing due to high blood glucose levels on (B)(6) 2014. Blood glucose level was 779 mg/dl at time of hospitalization. Customer stated she had gone to a friend's house and woke up in the morning vomiting and thought it may be food poisoning until she notices her blood glucose levels continuously rising. She was given a intravenous insulin drip while hospitalized. While troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were air bubbles in infusion set tubing. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Device alarmed no delivery during retest. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.